Event description:
It was reported that during the implant procedure, the device appeared that the battery voltage was unacceptable. Also, customer questioned about the interrogated and the delivered dates. The device was not implanted and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was return, analyzed and no anomalies were found.